Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Usfda MDR determination:it's reasonable to conclude the acetabular cup and screws did not contribute to the allegation of metallosis/synovitis, as articulating surfaces have been reported. The cup and appeared stable and well-fixed without any evidence of loosening. Pain may be attributed to the metallosis. Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed right hip pain with possible metal on metal adverse tissue reaction. Operative notes indicated cobalt and chromium levels were elevated. There was some synovitic tissue and therefore ameticulous synovectomy was performed to allow exposure and remove the metallosis tissue. Screws were removed to examined more meticulously the cup and appeared stable and well-fixed without any evidence of loosening. Doi: (B)(6) 2009, dor: (B)(6) 2018, right hip.